Manufacturer narrative:
Analysis confirmed that the transmitter would not power on, additional findings after opening the ac power adapter it was revealed that there was burn marks to the main printed circuit board.

Event description:
The patient was being set up with a merlin transmitter due to the premature battery depletion alert. The monitor does not power up when plugged in. Multiple sockets were attempted.